Manufacturer narrative:
(Tlss - transient light sensitivity syndrome).the clinic is reporting this adverse event only and did not request or require field service or clinical support. During follow up the account reported that they do not think the tlss and the abrasion are related.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion in both eyes 12 days post treatment. It was also reported patient is experiencing transient light sensitivity syndrome (tlss) and blurry vision. Patient experienced loss best corrected visual acuity (bcva). Patient is being treated with artificial tears and is being monitored.pre op bcva right 20/20 left 20/20.post op bcva right 20/40 left 20/40.